Event description:
This male had a past history of cad. Pt received a cypher stent (info unk) in 2005. This stent restenosed. Another cypher stent (info unk) was implanted to treat the restenosis, and now he has complained of having shortness of breath similar to when the first stent had restenosed.

Manufacturer narrative:
Additional attempts will be made in order to obtain the catalog and lot numbers of the stents involved, along with additional pt and procedural info. The products are not available for analysis. Additional info will be submitted within thirty days upon receipt.